Event description:
On at least two occasions rptr has encountered a problem while using the nellcor pedi-cap co2 detector. When the pedi-cap is used with a nrpr (non-rebreaathing pressure relieving bag) and healthcare personnel want to change connection between mask and ett, the connector male of the pedi-cap sticks, and in some cases, breaks off in the female portion of the nrpr rendering the bag unusable. If another device is not readily available the pt would be in jeopardy. Rptr has encountered this sticking problem with both cardinal and vent labs nrpr bags.